Event description:
It was reported that this left ventricular (lv) lead was dislodged. The physician had called in initially for discussion on using cardiac resynchronization therapy pacemaker (crt-p) without the right ventricular (rv) lead. However, boston scientific representative stated that they ended up just doing epicardial leads instead. The lv lead kept dislodging and the physician didn't want a rv lead due to patient having increase tricuspid regurgitation previously. Subsequently this lead was explanted, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. The complete lead was returned intact. Measurements throughout these tests were within normal limits. Blood and body fluid was noted in the lumen. The set screw marks were in the correct location on the terminal pin. Visual inspection revealed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. The physician had called in initially for discussion on using cardiac resynchronization therapy pacemaker (crt-p) without the right ventricular (rv) lead. However, boston scientific representative stated that they ended up just doing epicardial leads instead. The lv lead kept dislodging and the physician did not want a rv lead due to patient having increase tricuspid regurgitation previously. Subsequently this lead was explanted, and a new lead was successfully implanted. No additional patient adverse effects were reported.